Manufacturer narrative:
One pneupac parapac plus was returned for analysis in good condition. The unit was gently shook and the top case was removed; confirming the complaint. Based on the evidence, the complaint was confirmed. The root cause was found due to manufacturing as the unit was improperly assembled.

Event description:
Information was received indicating that during testing of a smiths medical pneupac parapac plus, the unit was found to have something loose inside. There was reported to be no alarm upon opening package. There was no patient involvement or adverse effects.